Manufacturer narrative:
B)(4). Evaluation of the returned device found the suture bight/loop was still loaded on the suture bearing and there is a knot formed. This is consistent with successful needle deployment and suture retrieval. During the investigation, the suture bight/loop was released from the suture bearing without a problem. There were no manufacturing or quality deficiency detected that could have contributed to the reported complaint. Based on the investigation findings, the suture was pulled out from the artery. The suture pulling out of the artery will occur if there is not enough tissue captured or if the device was deployed outside the artery. The probable cause for the suture pulled out of the artery is related to the operational context in the use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, a cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. A 6fr sheath was used. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.